Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.

Manufacturer narrative:
Follow-up #1: date of submission: 16-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during a visual inspection of the pump, a crack was found in the battery compartment. The returned battery cap was cracked in two pieces and the cap was unable to be used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.